Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. The customer assisted with troubleshooting. Customer stated that they were unable give themselves a bolus. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin did not exit and insulin pump alarmed no delivery. Customer stated that the insulin pump screen went blank while trying to rewind. The customer assisted with troubleshooting for blank display. Customer stated that the display did not return. Insulin pump screen was frozen during troubleshooting for blank display. Customer was unable to access main menu when they pressed act button. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, down and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, motor error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery alarm due to buttons not responding. No blank display and no frozen display anomaly noted.